Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited increased shocking impedance measurements with some greater than 200 ohms. Normal measurements ranged between 50-57 ohms. The out of range measurements could not be reproduced. The patient underwent an upgrade procedure and a device setscrew issue was identified. The device was explanted and the associated right ventricular (rv) lead was successfully interfaced to the replacement device. No additional adverse patient effects were reported.